Event description:
It was reported that during a procedure at the user facility the blade came out of the remb oscillating saw with pressure. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection the service technician observed residue on the blade mount assembly and motor corrosion.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility the blade came out of the remb oscillating saw with pressure. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.